Event description:
The physician was attempting to direct stent a 2.25mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lcx reported to be very tortuous. Resistance was felt at the guideliner while retracting the device and the stent dislodged from the balloon. The stent was crushed up against the artery wall with a balloon. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent dislodgement). Related to another device (stent caught on guide-liner during retraction). Patient condition affected effectiveness of the device (very tortuous). Failure to follow instructions (lesion not pre-dilated). Conclusion: related to another device (stent caught on guide-liner during retraction). Device failure/lack of effectiveness related to patient condition device (very tortuous). Known inherent risk of procedure (stent dislodgement). (B)(4).